Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced uncomfortable stimulation at the scs ipg site when attempting to recharge the ipg. As a result, surgical intervention was undertaken to have the ipg explanted and replaced with another model. Reportedly, stimulation was restored.